Event description:
It was reported to philips that the system's wireless footswitch was intermittently not working, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was performed when the issue happened. The procedure was completed by using wired footswitch. Rse (remote service engineer) evaluated device with customer and confirmed the reported issue. Upon troubleshooting, rse suspected issue with footswitch battery. To resolve the problem, wireless footswitch, base station and pictogram sheet footswitch family was replaced by nemo work order and return the part for further analysis., but no failure found. After wireless footswitch, base station and pictogram sheet, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.